Manufacturer narrative:
The reported event of pca tampering file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported that someone tampered with the pca pump and 60ml syringe filled with hydromorphone 20mg/0.9% sodium chloride to be infused at 0.4mg/ml. In view of the provided pictures, it looks as though the person was able to place a syringe needle in between the casing around the syringe and the pump module case. The syringe has needle marks on it as if someone was trying to puncture the medication filled syringe to withdraw hydromorphone. There was no report of patient or user impact.